Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The customer also returned the contour next test strips form lot # 0fpec55b. However, the returned lot of test strips is different from the one indicated to be involved in the event occurrence i.e. Lot # 0fpeg01a. Therefore, the in-house contour next test strips from lot # 0fpeg01a were also used for testing. The returned meter was tested with the returned test strips and in-house test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within 10 minutes he obtained blood glucose readings of 125 mg/dl on the contour next one meter and 304 mg/dl with a non-ascensia meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.